Event description:
It was reported that a male in his 70's had a cardiac arrest in the subway station. A medical professional (research doctor) who was at the scene called for someone to bring the AED to the patient. The doctor who was on scene reported that when the device arrived, it showed nothing for the battery icon. Other witnesses on scene report that the doctor was not familiar with the device and was struggling to get it open. He tried to remove the device from the carrying case, which is screwed onto the device and initially there was no indication that the doctor attempted to power the device on. It was later reported that they did attempt to turn on the device but it would not power on. The fire department arrived about 5 minutes later and connected their device (other manufacturer's device) to the patient. The back up device delivered a few shocks (unknown number) to the patient, who was described as being in a refractory ventricular fibrillation rhtyhm. The patient was eventually pronounced dead on scene.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to determine any failure or issue with the device. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Through the investigation of the downloaded event record from the device and the information which was reported by the device user (physician) and the witness (nurse) who was at the scene, it appears that this issue was likely due to use error. It has been concluded that the device battery had been inadvertently dislodged from the device, either prior to or during the reported event, which then caused the device to not power on. CPR was performed until the local emt's arrived after approximately 5 minutes.